Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a routine follow-up. Upon interrogation, the battery longevity was noted to be significantly lower than the year prior. The patient would continue to be monitored. The patient was in stable condition.